Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, a root cause could not be identified. The phenomena were not duplicated and the device worked properly upon inspection. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿otv-s300 instruction manual: 10.2 troubleshooting guide: code: e226: error message: scope communication error: possible cause: the communication between the endoscope and video system center has failed. Solution: immediately turn the video system center off and disconnect the video connector. Clean the electrical contacts of the video connector and connect again. If the same problem occurs after turning the video system center on again, immediately turn the video system center off, and unplug the power cord from the wall mains outlet and the ac power inlet on the video system center, then contact olympus.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported that during an unspecified procedure, an e226 error was observed. The customer believes it may be an issue with the unit¿s connector. The customer states it is an intermittent issue that seems to be more noticeable when a procedure is longer than 30min. It is unknown if the intended procedure was completed. There was no patient injury reported.

Manufacturer narrative:
As part of our investigation, the olympus field service technician performed troubleshooting with the customer. In addition, the device was returned for evaluation. The evaluator was unable to replicate the customer¿s complaint of ¿the unit won't recognize camera and no e226 error was observed during the evaluation. The camera image was tested and functions as normal for hours during the inspection check. The units front connector contacts were cleaned and basic testing was carried out. The unit will be sent back to customer with no fault found and returned unrepaired. The cause of the customer¿s report cannot be determined at this time.